Manufacturer narrative:
Red release handle.

Event description:
It was reported to our tech that the red release handle at the bowden cable is malfunctioning. There was no reported pt involvement or adverse consequences.